Event description:
Implant failed due to part fractured.

Event description:
Implant failed due to part fractured. Results of the investigation has concluded in an update that is provided in this follow-up report.